Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with the infusion set as it did not go in correctly. Further on (B)(6) 2019 at 8:00 am, he was admitted to the hospital due to diabetic ketoacidosis and the blood glucose level was reported to be 600 mg/dl. During hospitalization, when the doctor removed the infusion set it was found to be kinked. The patient was given lantis and humalog pens as corrective treatment. Furthermore, it was mentioned that the he was admitted for three days. Moreover, the infusion set had been used for up to 5 days (sometimes) and the site location was the patient's stomach. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.